Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6): product type catheter product ID 8785 lot# hg5wemv serial# implanted: (B)(6) 2022 explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 29-nov-2024, UDI#: (B)(4); product ID: 8785, serial/lot #: (B)(6), ubd: 01-dec-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl via an implantable pump for unknown indications for use. It was reported that worsening pelvic pain and states they do not feel any relief from their boluses. An increase was made to their intrathecal medication. Additional information received from the healthcare provider via a clinical study indicated that the patient had increased pain. It was reported that an increase of 100 mcg was made to the their fentanyl and 4 boluses were added. Additional information received from the healthcare provider via a clinical study indicated that an increase was made to sc fentanyl by 100mcg and an increase to the bolus frequency from 7x/day to 9x/day. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc fentanyl by 100mcg was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in hm by 0.4mg was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in boluses to 7/day and to 110 mcg each was made. Additional information received from the healthcare provider via a clinical study indicated that the patient was refilled with increase in hm by .4mg. Additional information received from the healthcare provider via a clinical study indicated that the patient went to the emergency room due to having a lot of pain. It seemed like the pump was not working. A catheter dy study was performed and was reported as normal. Additional information received from the healthcare provider via a clinical study indicated that an increase in hydromorphone by 0.4mg/day was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in hydromorphone by 0.4mg/day was made. Additional information received from the healthcare provider via a clinical study indicated that the patient went to the emergency room and was having a lot of pain. It seemed like the pump was not working. A normal catheter dye study cds was performed, but patient would like to move thecatheter tip down to cover different region of pain.-from (B)(4): information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting inadequate pain relief. They turned off the device, and their pain improved. The patient would like the device explanted. The issue remains ongoing at this time. Additional information received from the healthcare provider via a clinical study indicated that the catheter was kinked.

Manufacturer narrative:
The 8785 catheter was returned and no significant anomalies were found. The 8781 catheter was returned and analysis identified, a kink in the catheter body and damaged. Which is consistent, with explant or post-explant damage. Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2022, product type: catheter, product ID: 8785, lot# hg5wemv, implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.